Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for deflation issues, as the balloon was able to be fully inflated, deflated without issues during laboratory testing. The investigation is confirmed for sheath retraction issues, as the deflated balloon was difficult to retract through an in-house 7fr introducer sheath. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event.

Event description:
It was reported that the pta balloon catheter would not fully deflate. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time. Also, the file was documented with both FDA device codes, but not reported.